Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had b30 scope communication error occurred when plugged into the processor and screen became fuzzy during set up for a diagnostic colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.